Manufacturer narrative:
Software error alarm found in the pump history due to software error.hardware low level failure alert alarm (variable info=3) confirmed in the pump history due to broken trace.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure and software error detected. The customer¿s blood glucose level was 220 mg/dl at the time of the incident. Customer was able to successfully clear the alarm. Customer received request to rewind pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was expected to be returned for analysis.